Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011803, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011803 was manufactured according to the work instruction (wi) version 100 and packaging in the multivac m14 on 25-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b00077 was manufactured according to the wi version 66 and manufactured in the machine sc08, on 20-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a04167 was manufactured according to the wi version 66 and manufactured in the machine sc08, on 14-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b03070 was manufactured according to the wi version 66 and manufactured in the machine sc05-sc06, on 17-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b00057 was manufactured according to the wi version 66 and manufactured in the machine sc05-sc06, on 17-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.